Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: "do not expose your pump, transmitter, or sensor to: x-ray,computed tomography (CT) scan,magnetic resonance imaging (MRI), positron emission tomography (pet)scan, other exposure to radiation".

Event description:
It was reported that the pump indicated a data log corruption after the pump was exposed to a magnetic resonance imaging scan. There was no reported impact to customer's blood glucose. No additional patient or event information was available